Manufacturer narrative:
Continuation of d10: 5071-53 lead implanted: (B)(6) 2006. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that there was no telemetry on the mycarelink smart reader when the patient was attempting to send a transmission between the implantable pulse generator (ipg) and a new reader. Troubleshooting steps included replacing the reader batteries, using a new reader, removing interference, and power cycling both the reader and the application. The resolution was to refer the patient to the clinic. The ipg remains in use. No patient complications have been reported as a result of this event.